Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch down cable was found to be frayed at distal clevis hub. The frayed strands stick out at the wrist. Conductor wires are intact and undamaged. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was noted that the wire on the instrument was frayed. No missing or fallen pieces were reported.